Event description:
The depuy tango inserter screwdriver broke off in the screw at the s1 (left) level. The screw was left in. The doctor proceeded to the right side using another tango screw driver and that tip broke off in the screw. When trying to remove the screw at l3 (right), the head of the screw broke off and it was left in the screw.